Manufacturer narrative:
(B)(6). (B)(4). The device not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event.

Event description:
It was reported that on unknown date, post-op, wire of peek prevail cage broke. Only caudal screw was explanted. Patient complications were reported unknown. The prevail cage and one screw stay in the patient. There were not any patient complication due this event.

Manufacturer narrative:
X-ray results: c3-4 peek prevail screw backed out of device at 5 months post-op. Patient is s/p c5-t1 fusion as well. Bone fusion is not present at 3 months contributing factor to device failure include the presence of a long segment posterior fusion below construct, failure of fusion, use of short screws in the c4 vertebral body.